Event description:
The customer reported that after pipetting an hcv plate on summit, the technician observed no sample or reagent in wells a3 through h3 on plate ID dc2533. No error was reported. No death or serious injury was associated with this incident. This report corresponds to ortho-clincial diagnostics compliant number 00432429.